Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("she is intoxicated by residues of the nickel"), bronchitis chronic ("chronic bronchitis") and tumour marker increased ("tumor markers higher than other years") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's family history included breast disorder female. In 2013, the patient had essure inserted. In 2018, the patient was found to have tumour marker increased (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and bronchitis chronic (seriousness criterion medically significant) and was found to have pulmonary function test decreased ("pulmonary function decrease"). The patient has a consult with pre-anesthesia for remove essure in march. Essure treatment was ongoing at the time of the report. At the time of the report, the allergy to metals, bronchitis chronic, pulmonary function test decreased and tumour marker increased outcome was unknown. The reporter considered allergy to metals, bronchitis chronic, pulmonary function test decreased and tumour marker increased to be related to essure. The reporter commented: the patient reported that since many years ago, she had underwent genetic laboratory test to prevent cancer. Until 2012, all was perfect. She commented that she experienced symptoms related with the exposure to nickel such as chronic bronchitis, pulmonary function decrease and some others that were not reported. Patient commented that has not performed test of allergy to metals and has a consult with pre-anesthesia for remove essure in (B)(6). Most recent follow-up information incorporated above includes: on (B)(6) 2019: patient commented that has not performed test of allergy to metals and has a consult with pre-anesthesia for remove essure in (B)(6). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('she is intoxicated by residues of the nickel/ metal allergy'), device breakage ('it seems that some part of essure are still inside the body'), bronchitis chronic ('chronic bronchitis') and tumour marker increased ('tumor markers higher than other years / ovarian tumour markers used to appear altered') in a 61-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's family history included breast disorder female. In 2013, the patient had essure inserted. In 2018, the patient was found to have tumour marker increased (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced gingival swelling ("swelling in gums / gums feel a little strange ") and abdominal distension ("swollen belly"). In (B)(6) 2019, the patient experienced asthenia ("felt weak after surgery"). In (B)(6) 2019, the patient experienced pruritus ("itching in whole body / stitch itches and then it spreads throughout my whole body") and rash ("rash / rash appears in different parts of the body every day"). In (B)(6) 2019, the patient experienced hot flush ("hot flashes"). On (B)(6) 2019, the patient experienced pelvic pain ("I've had pain in the right essure location for 6 days"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), bronchitis chronic (seriousness criterion medically significant), device toxicity ("toxicity in her body as a result of had used essure"), complication of device removal ("it seems that some part of essure are still inside the body"), insomnia ("insomnia"), contusion ("I scratch myself with my fingertips and now I¿m getting bruises"), uterine mass ("stone in uterus"), depression ("I think I have depression now"), dyspepsia ("so many digestive problems"), abdominal pain upper ("had terrible stomach aches") and back pain ("pain on her lower back") and was found to have pulmonary function test decreased ("pulmonary function decrease"). The patient was treated with diazepam, diphenhydramine hydrochloride (antihistamine allergy relief), surgery (bilateral salpingectomy) and used an electric heating pad for a very long time. Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, bronchitis chronic, pulmonary function test decreased, tumour marker increased, asthenia and abdominal distension had resolved, the device breakage, device toxicity, complication of device removal, hot flush, insomnia, contusion, uterine mass, dyspepsia, abdominal pain upper and back pain outcome was unknown and the gingival swelling, pruritus, rash, depression and pelvic pain had not resolved. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, asthenia, back pain, bronchitis chronic, complication of device removal, contusion, depression, device breakage, device toxicity, dyspepsia, gingival swelling, hot flush, insomnia, pelvic pain, pruritus, pulmonary function test decreased, rash, tumour marker increased and uterine mass to be related to essure. The reporter commented: the patient reported that for many years, she had underwent genetic laboratory test to prevent cancer. Until 2012, all was perfect. She commented that she experienced symptoms related with the exposure to nickel such as chronic bronchitis, pulmonary function decrease and some others that were not reported. She had not performed test of allergy to metals and had a consult with pre-anesthesia for remove essure in march. The patient was using patches for metal allergy due to essure which are uncomfortable and believes that are causing symptoms. Essure then was removed on (B)(6) 2019 and the symptoms had disappeared. Two months after removal of essure she was in good condition, had good healing without signs of remains of essure. Patient commented that has been 4 months since essure removal but since 1 month ago she started with itching in whole body which is not visible until rash appears. Physician prescribed an antihistamine without a result for which a string one was prescribed having the same result. Patient believes that this is caused due to the essure that she used. On (B)(6) 2019 x-ray were performed and it seems that some part of essure are still inside the body. Once again, allergy test and analitics were performed. She hopes not to lose uterus due to essure. He consumer stated that it also seems that there is a trace, or failure of the x-ray machine or a stone in her uterus. On examination, patient had shown no sensitivity to metals found in essure components or other metals at this time. Allergologist came to a conclusion regarding skin issues: pesticides in the mar menor lagoon. But he said there was still a lot to investigate about essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: there is a trace, or failure of the x-ray machine or a stone in her uterus; on (B)(6) 2019: it seems that some part of essure are still inside the body. Most recent follow-up information incorporated above includes: on 25-nov-2019: the events dyspepsia, abdominal pain upper and back pain were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('it seems that some part of essure are still inside the body'), allergy to metals ('she is intoxicated by residues of the nickel/ metal allergy'), adnexa uteri pain ('pain in right fallopian tube') and cyst ('they removed a little cyst along with the essure') in a 55-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient was fine in the past, she was never hospitalized in the past. Family history included breast disorder female (mamal pathology). In 2013, the patient had essure inserted. In 2014, the patient experienced vomiting ("vomiting"). In 2018, the patient was found to have tumour marker increased ("tumor markers higher than other years / ovarian tumour markers used to appear altered"). In (B)(6) 2018, the patient experienced adnexa uteri pain (seriousness criterion hospitalization). In (B)(6) 2018, the patient experienced abdominal distension ("swollen belly") and gingival swelling ("swelling in gums / gums feel a little strange"). In (B)(6) 2019, the patient experienced feelings of weakness ("felt weak after surgery"). In (B)(6) 2019, the patient experienced itching - generalised ("itching in whole body / stitch itches and then it spreads throughout my whole body") and rash ("rash / rash appears in different parts of the body every day"). In (B)(6) 2019, the patient experienced hot flashes ("hot flashes"). On (B)(6) 2019, the patient experienced the first episode of pelvic pain ("pain in the right essure location for 6 days"). In (B)(6) 2019, the patient experienced the second episode of pelvic pain ("pain in the area where essure was located"), genital haemorrhage ("abnormal bleeding"), gastrointestinal sounds abnormal ("a lot of noise coming from my guts / belly") and gastrointestinal pain ("intestinal pain, cramps"). In (B)(6) 2020, the patient experienced weakness ("very weak"), itchy legs ("itchy legs"), diarrhoea ("diarrhea") and hot flushes ("hot flushes"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), allergy to metals (seriousness criteria medically significant and intervention required), cyst (seriousness criterion medically significant), back pain ("pain on lower back"), bronchitis chronic ("chronic bronchitis"), device toxicity ("toxicity in her body as a result of essure use"), complication of device removal ("it seems that some part of essure are still inside the body"), insomnia ("insomnia"), contusion ("I scratch myself with my fingertips and now I¿m getting bruises"), uterine mass ("stone in uterus"), depression ("I think I have depression now"), dyspepsia ("so many digestive problems"), abdominal pain upper ("had terrible stomach aches"), pain ("pain all over my body"), gastrointestinal inflammation ("major inflammation this time in my intestines"), nausea ("sporadic little nausea"), ovarian pain ("pain in my right side where my ovary is still hurts"), paraesthesia ("the tingling in my legs started"), arthralgia ("pain slowly moved to my joints and caused paralysation that lasted a short"), paralysis ("pain slowly moved to my joints and caused paralysation that lasted a short"), anal haemorrhage ("anal bleeding") and dysgeusia ("metallic taste in mouth") and was found to have pulmonary function test decreased ("pulmonary function decrease"). The patient was treated with antibiotics, antihistamines, diazepam, dietary measures, surgery (bilateral salpingectomy and essure removal and cystectomy on (B)(6) 2019) and used an electric heating pad for a very long time. Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, adnexa uteri pain, the last episode of pelvic pain, back pain, genital haemorrhage, weakness, device toxicity, itchy legs, complication of device removal, hot flashes, insomnia, contusion, uterine mass, pain, hot flushes, ovarian pain, paraesthesia, arthralgia and paralysis outcome was unknown, the allergy to metals, tumour marker increased, gingival swelling, itching - generalised, rash, depression, dyspepsia, abdominal pain upper, gastrointestinal sounds abnormal, diarrhoea, vomiting, gastrointestinal inflammation, nausea, gastrointestinal pain and anal haemorrhage had not resolved and the bronchitis chronic, abdominal distension, pulmonary function test decreased, feelings of weakness and dysgeusia had resolved. The reporter considered abdominal distension, abdominal pain upper, adnexa uteri pain, allergy to metals, anal haemorrhage, arthralgia, back pain, bronchitis chronic, complication of device removal, contusion, cyst, depression, device breakage, device toxicity, diarrhoea, dysgeusia, dyspepsia, feelings of weakness, gastrointestinal inflammation, gastrointestinal pain, gastrointestinal sounds abnormal, genital haemorrhage, gingival swelling, hot flashes, insomnia, itching - generalised, nausea, pain, paraesthesia, paralysis, pulmonary function test decreased, rash, tumour marker increased, uterine mass, vomiting, the first episode of pelvic pain, hot flushes, itchy legs, ovarian pain, weakness and the second episode of pelvic pain to be related to essure. The reporter commented: for many years she underwent genetic laboratory tests to prevent cancer. Until 2012 all was perfect. She experienced symptoms related with the exposure to nickel such as chronic bronchitis, pulmonary function decrease and some others that were not reported. No test of allergy to metals done when she had a consult with pre-anesthesia to remove essure in (B)(6) 2019. She was using patches for metal allergy due to essure which were uncomfortable and believed were causing symptoms. Essure was removed on (B)(6) 2019 and the symptoms disappeared. Two months after removal of essure she was in good conditions, had good healing without signs of essure remnants. Four months after essure removal, she had one month itching in whole body, not noticed until rash appeared. Physician prescribed an antihistamine without a result, a stronger one was prescribed with same result. Patient believed that this was caused by the essure she used. On (B)(6) 2019 x-ray, it seemed that some part of essure were still inside her body. Once again, allergy test and analytics were performed. She hoped not to lose her uterus due to essure. It also seems that there was a trace, or failure of the x-ray machine or a stone in her uterus. On examination, patient had shown no sensitivity to metals found in essure components or other metals at this time. Allergologist came to a conclusion regarding skin issues: pesticides in the mar menor lagoon, but there was still a lot to investigate about essure. In (B)(6) 2020, she posted that a couple of months after essure removal she again started having gastrointestinal problems, depending on her intestinal cramps and diarrhoea, etc, she was keeping her diet in check to soothe her symptoms. Diagnosis from gastrointestinal department was pending, since she could not visit yet. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: all tests for gastrointestinal symptoms unremarkable; on (B)(6) 2019: allergy test and analytics unremarkable. Pulmonary function test - on an unknown date: pulmonary function decreased. Tumour marker test - in 2018: tumor markers higher than other years, ovarian tumor markers used to appear altered. Ultrasound scan - on an unknown date: tonsil checked: no results provided. X-ray - on an unknown date: a trace, or failure of x-ray machine or a stone in her uterus; on (B)(6) 2019: it seems that some parts of essure still inside body. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: patient posted she still had to be seen by the gastrointestinal department, to do more tests and get a diagnosis. She was fine in the past, and one year after they placed the essure, she started having symptoms vomiting and the rest (age 55 yrs), they did many tests nothing found, they extracted the essure and her fallopian tubes and a little cyst (event added), and many symptoms followed, such as vomiting, chronic diarrhoea, the metallic taste in mouth (event added) disappeared after essure removal, and some other things too, but there were others, always the same, after a couple months she again started having gastrointestinal problems, depending on her intestinal cramps and diarrhoea, etc (outcome of gastrointestinal events "ongoing "was added). Currently, she was keeping her diet in check and that¿s how she soothed her symptoms. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('it seems that some part of essure are still inside the body'), allergy to metals ('she is intoxicated by residues of the nickel/ metal allergy') and adnexa uteri pain ('pain in right fallopian tube') in a 61-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient was not hospitalized. Family history included breast disorder female. In 2013, the patient had essure inserted. In 2018, the patient was found to have tumour marker increased ("tumor markers higher than other years / ovarian tumour markers used to appear altered"). In (B)(6) 2018, the patient experienced adnexa uteri pain (seriousness criterion hospitalization). In (B)(6) 2018, the patient experienced abdominal distension ("swollen belly") and gingival swelling ("swelling in gums / gums feel a little strange"). In (B)(6) 2019, the patient experienced feelings of weakness ("felt weak after surgery"). In (B)(6) 2019, the patient experienced itching - generalised ("itching in whole body / stitch itches and then it spreads throughout my whole body") and rash ("rash / rash appears in different parts of the body every day"). In (B)(6) 2019, the patient experienced hot flashes ("hot flashes"). On (B)(6) 2019, the patient experienced the first episode of pelvic pain ("pain in the right essure location for 6 days"). In (B)(6) 2019, the patient experienced the second episode of pelvic pain ("pain in the area where essure was located"), genital haemorrhage ("abnormal bleeding"), gastrointestinal sounds abnormal ("a lot of noise coming from my guts / belly") and gastrointestinal pain ("intestinal pain"). In (B)(6) 2020, the patient experienced weakness ("very weak"), itchy legs ("itchy legs"), diarrhoea ("diarrhea"), hot flushes ("hot flushes") and vomiting ("vomiting"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), allergy to metals (seriousness criteria medically significant and intervention required), back pain ("pain on lower back"), bronchitis chronic ("chronic bronchitis"), device toxicity ("toxicity in her body as a result of essure use"), complication of device removal ("it seems that some part of essure are still inside the body"), insomnia ("insomnia"), contusion ("I scratch myself with my fingertips and now I¿m getting bruises"), uterine mass ("stone in uterus"), depression ("I think I have depression now"), dyspepsia ("so many digestive problems"), abdominal pain upper ("had terrible stomach aches"), pain ("pain all over my body"), gastrointestinal inflammation ("major inflammation this time in my intestines"), nausea ("sporadic little nausea"), ovarian pain ("pain in my right side where my ovary is still hurts"), paraesthesia ("the tingling in my legs started"), arthralgia ("pain slowly moved to my joints and caused paralysation that lasted a short"), paralysis ("pain slowly moved to my joints and caused paralysation that lasted a short") and anal haemorrhage ("anal bleeding") and was found to have pulmonary function test decreased ("pulmonary function decrease"). The patient was treated with antibiotics, antihistamines, diazepam, surgery (bilateral salpingectomy and essure removal) and used an electric heating pad for a very long time. Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, adnexa uteri pain, the last episode of pelvic pain, back pain, genital haemorrhage, weakness, device toxicity, itchy legs, complication of device removal, hot flashes, insomnia, contusion, uterine mass, dyspepsia, abdominal pain upper, gastrointestinal sounds abnormal, pain, diarrhoea, hot flushes, vomiting, gastrointestinal inflammation, nausea, ovarian pain, paraesthesia, arthralgia, paralysis and gastrointestinal pain outcome was unknown, the allergy to metals, gingival swelling, itching - generalised, rash, depression and anal haemorrhage had not resolved and the bronchitis chronic, abdominal distension, tumour marker increased, pulmonary function test decreased and feelings of weakness had resolved. The reporter considered abdominal distension, abdominal pain upper, adnexa uteri pain, allergy to metals, anal haemorrhage, arthralgia, back pain, bronchitis chronic, complication of device removal, contusion, depression, device breakage, device toxicity, diarrhoea, dyspepsia, feelings of weakness, gastrointestinal inflammation, gastrointestinal pain, gastrointestinal sounds abnormal, genital haemorrhage, gingival swelling, hot flashes, insomnia, itching - generalised, nausea, pain, paraesthesia, paralysis, pulmonary function test decreased, rash, tumour marker increased, uterine mass, vomiting, the first episode of pelvic pain, hot flushes, itchy legs, ovarian pain, weakness and the second episode of pelvic pain to be related to essure. The reporter commented: for many years she underwent genetic laboratory test to prevent cancer. Until 2012 all was perfect. She experienced symptoms related with the exposure to nickel such as chronic bronchitis, pulmonary function decrease and some others that were not reported. She had not performed test of allergy to metals and had a consult with pre-anesthesia to remove essure in march. The patient was using patches for metal allergy due to essure which are uncomfortable and believes that are causing symptoms. Essure was removed on (B)(6) 2019 and the symptoms disappeared. Two months after removal of essure she was in good conditions, had good healing without signs of essure remnants. Status at 4 months since essure removal: since 1 month itching in whole body started, not noticed until rash appears. Physician prescribed an antihistamine without a result, a stronger one was prescribed with the same result. Patient believes that this is caused by the essure she used. On (B)(6) 2019 x-ray were performed and it seems that some part of essure are still inside the body. Once again, allergy test and analitics were performed. She hopes not to lose her uterus due to essure. It also seems that there is a trace, or failure of the x-ray machine or a stone in her uterus. On examination, patient had shown no sensitivity to metals found in essure components or other metals at this time. Allergologist came to a conclusion regarding skin issues: pesticides in the mar menor lagoon, but there was still a lot to investigate about essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: tonsil checked: no results provided. X-ray - on an unknown date: there is a trace, or failure of the x-ray machine or a stone in her uterus; on (B)(6) 2019: it seems that some part of essure are still inside the body. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('she is intoxicated by residues of the nickel/ metal allergy'), device breakage ('it seems that some part of essure are still inside the body'), bronchitis chronic ('chronic bronchitis') and tumour marker increased ('tumor markers higher than other years') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's family history included breast disorder female. In 2013, the patient had essure inserted. In 2018, the patient was found to have tumour marker increased (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced gingival swelling ("swelling in gums") and abdominal distension ("swollen belly"). In (B)(6) 2019, the patient experienced asthenia ("felt weak after surgery"). In (B)(6) 2019, the patient experienced pruritus generalised ("itching in whole body / stitch itches and then it spreads throughout my whole body") and rash ("rash / rash appears in different parts of the body every day"). In (B)(6) 2019, the patient experienced hot flush ("hot flashes"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), bronchitis chronic (seriousness criterion medically significant), device toxicity ("toxicity in her body as a result of had used essure"), complication of device removal ("it seems that some part of essure are still inside the body"), insomnia ("insomnia"), contusion ("I scratch myself with my fingertips and now I¿m getting bruises") and uterine mass ("stone in uterus") and was found to have pulmonary function test decreased ("pulmonary function decrease"). The patient was treated with diphenhydramine hydrochloride (antihistamine allergy relief) and surgery (essure removal/ fallopian tubes were removed on (B)(6) 2019). At the time of the report, the allergy to metals, bronchitis chronic, pulmonary function test decreased, tumour marker increased, asthenia, gingival swelling and abdominal distension had resolved, the device breakage, device toxicity, complication of device removal, hot flush, insomnia, contusion and uterine mass outcome was unknown and the pruritus generalised and rash had not resolved. The reporter considered abdominal distension, allergy to metals, asthenia, bronchitis chronic, complication of device removal, contusion, device breakage, device toxicity, gingival swelling, hot flush, insomnia, pruritus generalised, pulmonary function test decreased, rash, tumour marker increased and uterine mass to be related to essure. The reporter commented: the patient reported that for many years, she had underwent genetic laboratory test to prevent cancer. Until 2012, all was perfect. She commented that she experienced symptoms related with the exposure to nickel such as chronic bronchitis, pulmonary function decrease and some others that were not reported. She had not performed test of allergy to metals and had a consult with pre-anesthesia for remove essure in march. The patient was using patches for metal allergy due to essure which are uncomfortable and believes that are causing symptoms. Essure then was removed on (B)(6) 2019 and the symptoms had disappeared. Two months after removal of essure she was in good condition, had good healing without signs of remains of essure. Patient commented that has been 4 months since essure removal but since 1 month ago she started with itching in whole body which is not visible until rash appears. Physician prescribed an antihistamine without a result for which a string one was prescribed having the same result. Patient believes that this is caused due to the essure that she used. On (B)(6) 2019 x-ray were performed and it seems that some part of essure are still inside the body. Once again, allergy test and analitics were performed. She hopes not to lose uterus due to essure. He consumer stated that it also seems that there is a trace, or failure of the x-ray machine or a stone in her uterus (no further information reported) diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2019: it seems that some part of essure are still inside the body.; on an unknown date: there is a trace, or failure of the x-ray machine or a stone in her uterus. Most recent follow-up information incorporated above includes: on 21-sep-2019: report from social media: new events reported (insomnia, hot flush and contusion). The consumer stated that it also seems that there is a trace, or failure of the x-ray machine or a stone in her uterus (no further information reported - new event added). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('she is intoxicated by residues of the nickel/ metal allergy'), bronchitis chronic ('chronic bronchitis') and tumour marker increased ('tumor markers higher than other years') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's family history included breast disorder female. In 2013, the patient had essure inserted. In 2018, the patient was found to have tumour marker increased (seriousness criterion medically significant). In december 2018, the patient experienced gingival swelling ("swelling in gums") and abdominal distension ("swollen belly"). In april 2019, the patient experienced asthenia ("felt weak after surgery"). In august 2019, the patient experienced pruritus generalised ("itching in whole body") and rash ("rash"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), bronchitis chronic (seriousness criterion medically significant) and device toxicity ("toxicity in her body as a result of had used essure") and was found to have pulmonary function test decreased ("pulmonary function decrease"). The patient was treated with diphenhydramine hydrochloride (antihistamine allergy relief) and essure removal. Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, bronchitis chronic, pulmonary function test decreased, tumour marker increased, asthenia, gingival swelling and abdominal distension had resolved, the device toxicity outcome was unknown and the pruritus generalised and rash had not resolved. The reporter considered abdominal distension, allergy to metals, asthenia, bronchitis chronic, device toxicity, gingival swelling, pruritus generalised, pulmonary function test decreased, rash and tumour marker increased to be related to essure. The reporter commented: the patient reported that for many years, she had underwent genetic laboratory test to prevent cancer. Until 2012, all was perfect. She commented that she experienced symptoms related with the exposure to nickel such as chronic bronchitis, pulmonary function decrease and some others that were not reported. She had not performed test of allergy to metals and had a consult with pre-anesthesia for remove essure in march. The patient was using patches for metal allergy due to essure which are uncomfortable and believes that are causing symptoms. Essure then was removed and the symptoms had disappeared. Two months after removal of essure she was in good condition, had good healing without signs of remains of essure. Patient commented that has been 4 months since essure removal but since 1 month ago she started with itching in whole body which is not visible until rash appears. Physician prescribed an antihistamine without a result for which a string one was prescribed having the same result. Patient believes that this is caused due to the essure that she used. Patient commented she will undergo conventional x-ray to verify is has remains of product adding that regardless of the result she believes that has toxicity in her body as a result of had used essure. Most recent follow-up information incorporated above includes: on 28-aug-2019: report from social media: it had been 4 months since essure removal and since 3 months after surgery she had been experiencing itching in whole body which is not visible until rash appears. Physicianprescribed an antihistamine (not effective). Events was attributed to essure use. In december she presented swelling in gums and swollen belly which disappeared after product removal. In addition, patient inform that itching in whole body and rash appeared in different parts of body. Events"swelling in gums, swollen belly ", "itching in whole body, rash" were added. On 29-aug-2019: report from social media: patient would undergo conventional x-ray to verify remains of product. Regardless of the result she believes that has toxicity in her body as a result of essure use. Patient refers that besides the use of antihistamine, itching persisted for which she is considered to make a low-nickel diet. Event "toxicity in her body" was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('she is intoxicated by residues of the nickel/ metal allergy'), device breakage ('it seems that some part of essure are still inside the body'), bronchitis chronic ('chronic bronchitis') and tumour marker increased ('tumor markers higher than other years') in a 61-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's family history included breast disorder female. In 2013, the patient had essure inserted. In 2018, the patient was found to have tumour marker increased (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced gingival swelling ("swelling in gums / gums feel a little strange ") and abdominal distension ("swollen belly"). In (B)(6) 2019, the patient experienced asthenia ("felt weak after surgery"). In (B)(6) 2019, the patient experienced pruritus generalised ("itching in whole body / stitch itches and then it spreads throughout my whole body") and rash ("rash / rash appears in different parts of the body every day"). In (B)(6) 2019, the patient experienced hot flush ("hot flashes"). On (B)(6) 2019, the patient experienced pelvic pain ("I've had pain in the right essure location for 6 days"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), bronchitis chronic (seriousness criterion medically significant), device toxicity ("toxicity in her body as a result of had used essure"), complication of device removal ("it seems that some part of essure are still inside the body"), insomnia ("insomnia"), contusion ("I scratch myself with my fingertips and now I¿m getting bruises"), uterine mass ("stone in uterus") and depression ("I think I have depression now") and was found to have pulmonary function test decreased ("pulmonary function decrease"). The patient was treated with diazepam, diphenhydramine hydrochloride (antihistamine allergy relief) and surgery (bilateral salpingectomy). At the time of the report, the allergy to metals, bronchitis chronic, pulmonary function test decreased, tumour marker increased, asthenia and abdominal distension had resolved, the device breakage, device toxicity, complication of device removal, hot flush, insomnia, contusion and uterine mass outcome was unknown and the gingival swelling, pruritus generalised, rash, depression and pelvic pain had not resolved. The reporter considered abdominal distension, allergy to metals, asthenia, bronchitis chronic, complication of device removal, contusion, depression, device breakage, device toxicity, gingival swelling, hot flush, insomnia, pelvic pain, pruritus generalised, pulmonary function test decreased, rash, tumour marker increased and uterine mass to be related to essure. The reporter commented: the patient reported that for many years, she had underwent genetic laboratory test to prevent cancer. Until 2012, all was perfect. She commented that she experienced symptoms related with the exposure to nickel such as chronic bronchitis, pulmonary function decrease and some others that were not reported. She had not performed test of allergy to metals and had a consult with pre-anesthesia for remove essure in march. The patient was using patches for metal allergy due to essure which are uncomfortable and believes that are causing symptoms. Essure then was removed on (B)(6) 2019 and the symptoms had disappeared. Two months after removal of essure she was in good condition, had good healing without signs of remains of essure. Patient commented that has been 4 months since essure removal but since 1 month ago she started with itching in whole body which is not visible until rash appears. Physician prescribed an antihistamine without a result for which a string one was prescribed having the same result. Patient believes that this is caused due to the essure that she used. On (B)(6) 2019 x-ray were performed and it seems that some part of essure are still inside the body. Once again, allergy test and analitics were performed. She hopes not to lose uterus due to essure. He consumer stated that it also seems that there is a trace, or failure of the x-ray machine or a stone in her uterus. On examination, patient had shown no sensitivity to metals found in essure components or other metals at this time. Allergologist came to a conclusion regarding skin issues: pesticides in the mar menor lagoon. But he said there was still a lot to investigate about essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: there is a trace, or failure of the x-ray machine or a stone in her uterus.; on (B)(6) 2019: it seems that some part of essure are still inside the body. Most recent follow-up information incorporated above includes: on 23-oct-2019: events added: "I think I have depression now", "I've had pain in the right essure location for 6 days". Treatment drug added. On 23-oct-2019: no new information. On 25-oct-2019: no new information. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('she is intoxicated by residues of the nickel/ metal allergy'), device breakage ('it seems that some part of essure are still inside the body'), bronchitis chronic ('chronic bronchitis') and tumour marker increased ('tumor markers higher than other years / ovarian tumour markers used to appear altered') in a 61-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's family history included breast disorder female. In 2013, the patient had essure inserted. In 2018, the patient was found to have tumour marker increased (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced gingival swelling ("swelling in gums / gums feel a little strange") and abdominal distension ("swollen belly"). In (B)(6) 2019, the patient experienced asthenia ("felt weak after surgery"). In (B)(6) 2019, the patient experienced pruritus ("itching in whole body / stitch itches and then it spreads throughout my whole body") and rash ("rash / rash appears in different parts of the body every day"). In (B)(6) 2019, the patient experienced hot flush ("hot flashes"). On (B)(6) 2019, the patient experienced pelvic pain ("I've had pain in the right essure location for 6 days"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), bronchitis chronic (seriousness criterion medically significant), device toxicity ("toxicity in her body as a result of had used essure"), complication of device removal ("it seems that some part of essure are still inside the body"), insomnia ("insomnia"), contusion ("I scratch myself with my fingertips and now I¿m getting bruises"), uterine mass ("stone in uterus"), depression ("I think I have depression now"), dyspepsia ("so many digestive problems"), abdominal pain upper ("had terrible stomach aches") and back pain ("pain on her lower back") and was found to have pulmonary function test decreased ("pulmonary function decrease"). The patient was treated with diazepam, diphenhydramine hydrochloride (antihistamine allergy relief), surgery (bilateral salpingectomy and essure removal) and used an electric heating pad for a very long time. Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, gingival swelling, pruritus, rash, depression and pelvic pain had not resolved, the device breakage, device toxicity, complication of device removal, hot flush, insomnia, contusion, uterine mass, dyspepsia, abdominal pain upper and back pain outcome was unknown and the bronchitis chronic, tumour marker increased, pulmonary function test decreased, asthenia and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, asthenia, back pain, bronchitis chronic, complication of device removal, contusion, depression, device breakage, device toxicity, dyspepsia, gingival swelling, hot flush, insomnia, pelvic pain, pruritus, pulmonary function test decreased, rash, tumour marker increased and uterine mass to be related to essure. The reporter commented: the patient reported that for many years, she had underwent genetic laboratory test to prevent cancer. Until 2012, all was perfect. She commented that she experienced symptoms related with the exposure to nickel such as chronic bronchitis, pulmonary function decrease and some others that were not reported. She had not performed test of allergy to metals and had a consult with pre-anesthesia for remove essure in march. The patient was using patches for metal allergy due to essure which are uncomfortable and believes that are causing symptoms. Essure then was removed on (B)(6) 2019 and the symptoms had disappeared. Two months after removal of essure she was in good condition, had good healing without signs of remains of essure. Patient commented that has been 4 months since essure removal but since 1 month ago she started with itching in whole body which is not visible until rash appears. Physician prescribed an antihistamine without a result for which a string one was prescribed having the same result. Patient believes that this is caused due to the essure that she used. On (B)(6) 2019 x-ray were performed and it seems that some part of essure are still inside the body. Once again, allergy test and analytics were performed. She hopes not to lose uterus due to essure. He consumer stated that it also seems that there is a trace, or failure of the x-ray machine or a stone in her uterus. On examination, patient had shown no sensitivity to metals found in essure components or other metals at this time. Allergologist came to a conclusion regarding skin issues: pesticides in the (B)(6) lagoon. But he said there was still a lot to investigate about essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: there is a trace, or failure of the x-ray machine or a stone in her uterus; on (B)(6) 2019: it seems that some part of essure are still inside the body. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("she is intoxicated by residues of the nickel/ metal allergy"), bronchitis chronic ("chronic bronchitis") and tumour marker increased ("tumor markers higher than other years") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's family history included breast disorder female. In 2013, the patient had essure inserted. In 2018, the patient was found to have tumour marker increased (seriousness criterion medically significant). In (B)(6) 2019, the patient experienced asthenia ("felt weak after surgery"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and bronchitis chronic (seriousness criterion medically significant) and was found to have pulmonary function test decreased ("pulmonary function decrease"). The patient was treated with essure removal. Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, bronchitis chronic, pulmonary function test decreased, tumour marker increased and asthenia had resolved. The reporter considered allergy to metals, asthenia, bronchitis chronic, pulmonary function test decreased and tumour marker increased to be related to essure. The reporter commented: the patient reported that since many years ago, she had underwent genetic laboratory test to prevent cancer. Until 2012, all was perfect. She commented that she experienced symptoms related with the exposure to nickel such as chronic bronchitis, pulmonary function decrease and some others that were not reported. Patient commented that has not performed test of allergy to metals and has a consult with pre-anesthesia for remove essure in march. The patient is using patches for metal allergy due to essure which are uncomfortable and believes that are causing symptoms. The patient commented that essure was removed and the symptoms had disappeared. Most recent follow-up information incorporated above includes: on 14-may-2019: report from social media. After a month of essure removal, the symptoms / diseases have disappeared. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('it seems that some part of essure are still inside the body'), allergy to metals ('she is intoxicated by residues of the nickel/ metal allergy') and adnexa uteri pain ('pain in right fallopian tube') in a 61-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient was not hospitalized. Family history included breast disorder female. In 2013, the patient had essure inserted. In 2018, the patient was found to have tumour marker increased ("tumor markers higher than other years / ovarian tumour markers used to appear altered"). In (B)(6) 2018, the patient experienced adnexa uteri pain (seriousness criterion hospitalization). In (B)(6) 2018, the patient experienced abdominal distension ("swollen belly") and gingival swelling ("swelling in gums / gums feel a little strange"). In (B)(6) 2019, the patient experienced feelings of weakness ("felt weak after surgery"). In (B)(6) 2019, the patient experienced itching - generalised ("itching in whole body / stitch itches and then it spreads throughout my whole body") and rash ("rash / rash appears in different parts of the body every day"). In (B)(6) 2019, the patient experienced hot flashes ("hot flashes"). On (B)(6) 2019, the patient experienced the first episode of pelvic pain ("I've had pain in the right essure location for 6 days"). In (B)(6) 2019, the patient experienced the second episode of pelvic pain ("pain in the area where essure was located"), genital haemorrhage ("abnormal bleeding"), gastrointestinal sounds abnormal ("a lot of noise coming from my guts / belly") and gastrointestinal pain ("intestinal pain"). In (B)(6) 2020, the patient experienced weakness ("very weak"), itchy legs ("itchy legs"), diarrhoea ("diarrhea"), hot flushes ("hot flushes") and vomiting ("vomiting"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), allergy to metals (seriousness criteria medically significant and intervention required), back pain ("pain on her lower back"), bronchitis chronic ("chronic bronchitis"), device toxicity ("toxicity in her body as a result of essure use"), complication of device removal ("it seems that some part of essure are still inside the body"), insomnia ("insomnia"), contusion ("I scratch myself with my fingertips and now I¿m getting bruises"), uterine mass ("stone in uterus"), depression ("I think I have depression now"), dyspepsia ("so many digestive problems"), abdominal pain upper ("had terrible stomach aches"), pain ("pain all over my body"), gastrointestinal inflammation ("major inflammation this time in my intestines"), nausea ("sporadic little nausea"), ovarian pain ("pain in my right side where my ovary is still hurts"), paraesthesia ("the tingling in my legs started"), arthralgia ("pain slowly moved to my joints and caused paralysation that lasted a short"), paralysis ("pain slowly moved to my joints and caused paralysation that lasted a short") and anal haemorrhage ("anal bleeding") and was found to have pulmonary function test decreased ("pulmonary function decrease"). The patient was treated with antihistamines, diazepam, surgery (bilateral salpingectomy and essure removal) and used an electric heating pad for a very long time. Essure was removed on 10-apr-2019. At the time of the report, the device breakage, adnexa uteri pain, the last episode of pelvic pain, back pain, genital haemorrhage, weakness, device toxicity, itchy legs, complication of device removal, hot flashes, insomnia, contusion, uterine mass, dyspepsia, abdominal pain upper, gastrointestinal sounds abnormal, pain, diarrhoea, hot flushes, vomiting, gastrointestinal inflammation, nausea, ovarian pain, paraesthesia, arthralgia, paralysis and gastrointestinal pain outcome was unknown, the allergy to metals, gingival swelling, itching - generalised, rash, depression and anal haemorrhage had not resolved and the bronchitis chronic, abdominal distension, tumour marker increased, pulmonary function test decreased and feelings of weakness had resolved. The reporter considered abdominal distension, abdominal pain upper, adnexa uteri pain, allergy to metals, anal haemorrhage, arthralgia, back pain, bronchitis chronic, complication of device removal, contusion, depression, device breakage, device toxicity, diarrhoea, dyspepsia, feelings of weakness, gastrointestinal inflammation, gastrointestinal pain, gastrointestinal sounds abnormal, genital haemorrhage, gingival swelling, hot flashes, insomnia, itching - generalised, nausea, pain, paraesthesia, paralysis, pulmonary function test decreased, rash, tumour marker increased, uterine mass, vomiting, the first episode of pelvic pain, hot flushes, itchy legs, ovarian pain, weakness and the second episode of pelvic pain to be related to essure. The reporter commented: the patient reported that for many years she underwent genetic laboratory test to prevent cancer. Until 2012 all was perfect. She commented that she experienced symptoms related with the exposure to nickel such as chronic bronchitis, pulmonary function decrease and some others that were not reported. She had not performed test of allergy to metals and had a consult with pre-anesthesia to remove essure in march. The patient was using patches for metal allergy due to essure which are uncomfortable and believes that are causing symptoms. Essure then was removed on (B)(6) 2019 and the symptoms disappeared. Two months after removal of essure she was in good condition, had good healing without signs of remains of essure. Patient commented that has been 4 months since essure removal but since 1 month she started with itching in whole body which is not visible until rash appears. Physician prescribed an antihistamine without a result for which a strong one was prescribed having the same result. Patient believes that this is caused due to the essure she used. On (B)(6) 2019 x-ray were performed and it seems that some part of essure are still inside the body. Once again, allergy test and analitics were performed. She hopes not to lose her uterus due to essure. It also seems that there is a trace, or failure of the x-ray machine or a stone in her uterus. On examination, patient had shown no sensitivity to metals found in essure components or other metals at this time. Allergologist came to a conclusion regarding skin issues: pesticides in the mar menor lagoon. But he said there was still a lot to investigate about essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: tonsil checked: no results provided. X-ray - on an unknown date: there is a trace, or failure of the x-ray machine or a stone in her uterus; on (B)(6) 2019: it seems that some part of essure are still inside the body. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-mar-2020: new post on social media: the events "intestinal pain", "anal bleeding", "pain in right fallopian tube". On 3-mar-2020: no new information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('she is intoxicated by residues of the nickel/ metal allergy'), device breakage ('it seems that some part of essure are still inside the body'), bronchitis chronic ('chronic bronchitis') and tumour marker increased ('tumor markers higher than other years') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's family history included breast disorder female. In 2013, the patient had essure inserted. In 2018, the patient was found to have tumour marker increased (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced gingival swelling ("swelling in gums") and abdominal distension ("swollen belly"). In (B)(6) 2019, the patient experienced asthenia ("felt weak after surgery"). In (B)(6) 2019, the patient experienced pruritus generalised ("itching in whole body") and rash ("rash / rash appears in different parts of the body every day"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), bronchitis chronic (seriousness criterion medically significant), device toxicity ("toxicity in her body as a result of had used essure") and complication of device removal ("it seems that some part of essure are still inside the body") and was found to have pulmonary function test decreased ("pulmonary function decrease"). The patient was treated with diphenhydramine hydrochloride (antihistamine allergy relief) and essure removal/ fallopian tubes were removed on (B)(6) 2019. At the time of the report, the allergy to metals, bronchitis chronic, pulmonary function test decreased, tumour marker increased, asthenia, gingival swelling and abdominal distension had resolved, the device breakage, device toxicity and complication of device removal outcome was unknown and the pruritus generalised and rash had not resolved. The reporter considered abdominal distension, allergy to metals, asthenia, bronchitis chronic, complication of device removal, device breakage, device toxicity, gingival swelling, pruritus generalised, pulmonary function test decreased, rash and tumour marker increased to be related to essure. The reporter commented: the patient reported that for many years, she had underwent genetic laboratory test to prevent cancer. Until 2012, all was perfect. She commented that she experienced symptoms related with the exposure to nickel such as chronic bronchitis, pulmonary function decrease and some others that were not reported. She had not performed test of allergy to metals and had a consult with pre-anesthesia for remove essure in march. The patient was using patches for metal allergy due to essure which are uncomfortable and believes that are causing symptoms. Essure then was removed on (B)(6) 2019 and the symptoms had disappeared. Two months after removal of essure she was in good condition, had good healing without signs of remains of essure. Patient commented that has been 4 months since essure removal but since 1 month ago she started with itching in whole body which is not visible until rash appears. Physician prescribed an antihistamine without a result for which a string one was prescribed having the same result. Patient believes that this is caused due to the essure that she used. On (B)(6) 2019 x-ray were performed and it seems that some part of essure are still inside the body. Once again, allergy test and analitics were performed. She hopes not to lose uterus due to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2019: it seems that some part of essure are still inside the body. Most recent follow-up information incorporated above includes: on 5-sep-2019: on (B)(6) 2019 x-ray were performed and it seems that some part of essure are still inside the body. Once again, allergy test and analitics were performed. She hopes not to lose uterus due to essure. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer, and describes the occurrence of device breakage ('it seems that some part of essure are still inside the body'), allergy to metals ('she is intoxicated by residues of the nickel/metal allergy'), adnexa uteri pain ('pain in right fallopian tube') and cyst removal ('they removed a little cyst along with the essure'). In a 55-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient was fine in the past. She was never hospitalized in the past. Family history included: breast disorder female (mamal pathology). On 2013, the patient had essure inserted. On 2014, the patient experienced vomiting ("vomiting"). On 2018, the patient was found to have tumour marker increased ("tumor markers higher than other years/ovarian tumour markers used to appear altered"). On (B)(6) 2018, the patient experienced adnexa uteri pain (seriousness criterion hospitalization). On (B)(6) 2018, the patient experienced abdominal distension ("swollen belly") and gingival swelling ("swelling in gums/gums feel a little strange"). On (B)(6) 2019, the patient experienced feelings of weakness ("felt weak after surgery"). On (B)(6) 2019, the patient experienced itching, generalised: ("itching in whole body/stitch itches and then it spreads throughout my whole body") and rash ("rash/rash appears in different parts of the body every day"). On (B)(6) 2019, the patient experienced hot flashes ("hot flashes"). On (B)(6) 2019, the patient experienced the first episode of pelvic pain ("pain in the right essure location for (B)(6) days"). On (B)(6) 2019, the patient experienced the second episode of pelvic pain ("pain in the area where essure was located"), genital haemorrhage ("abnormal bleeding"), gastrointestinal sounds abnormal ("a lot of noise coming from my guts/belly") and gastrointestinal pain ("intestinal pain, cramps"). On (B)(6) 2020, the patient experienced weakness ("very weak"), itchy legs ("itchy legs"), diarrhoea ("diarrhea") and hot flushes ("hot flushes"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), allergy to metals (seriousness criteria medically significant and intervention required), back pain ("pain on lower back"), bronchitis chronic ("chronic bronchitis"), device toxicity ("toxicity in her body as a result of essure use"), complication of device removal ("it seems that some part of essure are still inside the body"), insomnia ("insomnia"), contusion ("I scratch myself with my fingertips and now I¿m getting bruises"), uterine mass ("stone in uterus"), depression ("I think I have depression now"), dyspepsia ("so many digestive problems"), abdominal pain upper ("had terrible stomach aches"), pain ("pain all over my body"), gastrointestinal inflammation ("major inflammation this time in my intestines"), nausea ("sporadic little nausea"), ovarian pain ("pain in my right side where my ovary is still hurts"), paraesthesia ("the tingling in my legs started"), arthralgia ("pain slowly moved to my joints and caused paralysation that lasted a short"), paralysis ("pain slowly moved to my joints and caused paralysation that lasted a short"), anal haemorrhage ("anal bleeding"). And dysgeusia ("metallic taste in mouth"), underwent cyst removal (seriousness criterion medically significant). And was found to have pulmonary function test decreased ("pulmonary function decrease"). The patient was treated with antibiotics, antihistamines, diazepam, dietary measures, surgery (bilateral salpingectomy and essure removal and cystectomy on (B)(6) 2019). And used an electric heating pad for a very long time. Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, adnexa uteri pain, the last episode of pelvic pain, back pain, genital haemorrhage, weakness, device toxicity, itchy legs, complication of device removal, hot flashes, insomnia, contusion, uterine mass, pain, hot flushes, ovarian pain, paraesthesia, arthralgia and paralysis outcome was unknown. The allergy to metals, tumour marker increased, gingival swelling, itching generalised, rash, depression, dyspepsia, abdominal pain upper, gastrointestinal sounds abnormal, gastrointestinal inflammation, gastrointestinal pain, diarrhoea, vomiting, nausea and anal haemorrhage had not resolved. And the bronchitis chronic, abdominal distension, pulmonary function test decreased, feelings of weakness and dysgeusia had resolved. The reporter considered abdominal distension, abdominal pain upper, adnexa uteri pain, allergy to metals, anal haemorrhage, arthralgia, back pain, bronchitis chronic, complication of device removal, contusion, cyst removal, depression, device breakage, device toxicity, diarrhoea, dysgeusia, dyspepsia, feelings of weakness, gastrointestinal inflammation, gastrointestinal pain, gastrointestinal sounds abnormal, genital haemorrhage, gingival swelling, hot flashes, insomnia, itching - generalised, nausea, pain, paraesthesia, paralysis, pulmonary function test decreased, rash, tumour marker increased, uterine mass, vomiting, the first episode of pelvic pain, hot flushes, itchy legs, ovarian pain, weakness and the second episode of pelvic pain to be related to essure. The reporter commented: for many years she underwent genetic laboratory tests to prevent cancer. Until 2012 all was perfect. She experienced symptoms related with the exposure to nickel, such as chronic bronchitis, pulmonary function decrease and some others that were not reported. No test of allergy to metals done when she had a consult with pre-anesthesia to remove essure in (B)(6) 2019. She was using patches for metal allergy, due to essure which were uncomfortable and believed were causing symptoms. Essure was removed on (B)(6) 2019. And the symptoms disappeared. (B)(6) months after removal of essure she was in good conditions. Had good healing without signs of essure remnants. (B)(6) months after essure removal, she had (B)(6) month itching in whole body. Not noticed until rash appeared. Physician prescribed an antihistamine without a result, a stronger one was prescribed with same result. Patient believed that this was caused by the essure she used. On (B)(6) 2019, x-ray: it seemed that some part of essure were still inside her body. Once again, allergy test and analytics were performed. She hoped not to lose her uterus, due to essure. It also seems, that there was a trace, or failure of the x-ray machine or a stone in her uterus. On examination, patient had shown no sensitivity to metals found in essure components or other metals at this time. (B)(6) came to a conclusion regarding skin issues: pesticides in the mar menor lagoon, but there was still a lot to investigate about essure. On (B)(6) 2020, she posted that a couple of months after essure removal, she again started having gastrointestinal problems. Depending on her intestinal cramps and diarrhoea, etc, she was keeping her diet in check to soothe her symptoms. Diagnosis from (B)(6) department was pending, since she could not visit yet. Diagnostic results (normal ranges are provided in parenthesis if available): investigation: on an unknown date, all tests for gastrointestinal symptoms unremarkable; on (B)(6) 2019, allergy test and analytics unremarkable; pulmonary function test: on an unknown date, pulmonary function decreased; tumour marker test: on 2018, tumor markers higher than other years, ovarian tumor markers used to appear altered; ultrasound scan: on an unknown date, tonsil checked, no results provided; x-ray: on an unknown date, a trace, or failure of x-ray machine or a stone in her uterus; on (B)(6) 2019, it seems that some parts of essure still inside body. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, the ha number was received. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('it seems that some part of essure are still inside the body') and allergy to metals ('she is intoxicated by residues of the nickel/ metal allergy') in a 61-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's family history included breast disorder female. In 2013, the patient had essure inserted. In 2018, the patient was found to have tumour marker increased ("tumor markers higher than other years / ovarian tumour markers used to appear altered"). In december 2018, the patient experienced abdominal distension ("swollen belly") and gingival swelling ("swelling in gums / gums feel a little strange"). In april 2019, the patient experienced feelings of weakness ("felt weak after surgery"). In august 2019, the patient experienced itching - generalised ("itching in whole body / stitch itches and then it spreads throughout my whole body") and rash ("rash / rash appears in different parts of the body every day"). In september 2019, the patient experienced hot flashes ("hot flashes"). On (B)(6) 2019, the patient experienced the first episode of pelvic pain ("I've had pain in the right essure location for 6 days"). In december 2019, the patient experienced the second episode of pelvic pain ("pain in the area where essure was located"), genital haemorrhage ("abnormal bleeding") and gastrointestinal sounds abnormal ("a lot of noise coming from my guts / belly"). In january 2020, the patient experienced weakness ("very weak"), itchy legs ("itchy legs"), diarrhoea ("diarrhea"), hot flushes ("hot flushes") and vomiting ("vomiting"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), allergy to metals (seriousness criteria medically significant and intervention required), back pain ("pain on her lower back"), bronchitis chronic ("chronic bronchitis"), device toxicity ("toxicity in her body as a result of essure use"), complication of device removal ("it seems that some part of essure are still inside the body"), insomnia ("insomnia"), contusion ("I scratch myself with my fingertips and now I¿m getting bruises"), uterine mass ("stone in uterus"), depression ("I think I have depression now"), dyspepsia ("so many digestive problems"), abdominal pain upper ("had terrible stomach aches") and pain ("pain all over my body") and was found to have pulmonary function test decreased ("pulmonary function decrease"). The patient was treated with antihistamines, diazepam, surgery (bilateral salpingectomy and essure removal) and used an electric heating pad for a very long time. Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, the last episode of pelvic pain, back pain, genital haemorrhage, weakness, device toxicity, itchy legs, complication of device removal, hot flashes, insomnia, contusion, uterine mass, dyspepsia, abdominal pain upper, gastrointestinal sounds abnormal, pain, diarrhoea, hot flushes and vomiting outcome was unknown, the allergy to metals, gingival swelling, itching - generalised, rash and depression had not resolved and the bronchitis chronic, abdominal distension, tumour marker increased, pulmonary function test decreased and feelings of weakness had resolved. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, back pain, bronchitis chronic, complication of device removal, contusion, depression, device breakage, device toxicity, diarrhoea, dyspepsia, feelings of weakness, gastrointestinal sounds abnormal, genital haemorrhage, gingival swelling, hot flashes, insomnia, itching - generalised, pain, pulmonary function test decreased, rash, tumour marker increased, uterine mass, vomiting, the first episode of pelvic pain, hot flushes, itchy legs, weakness and the second episode of pelvic pain to be related to essure. The reporter commented: the patient reported that for many years she underwent genetic laboratory test to prevent cancer. Until 2012 all was perfect. She commented that she experienced symptoms related with the exposure to nickel such as chronic bronchitis, pulmonary function decrease and some others that were not reported. She had not performed test of allergy to metals and had a consult with pre-anesthesia to remove essure in march. The patient was using patches for metal allergy due to essure which are uncomfortable and believes that are causing symptoms. Essure then was removed on (B)(6) 2019 and the symptoms disappeared. Two months after removal of essure she was in good condition, had good healing without signs of remains of essure. Patient commented that has been 4 months since essure removal but since 1 month she started with itching in whole body which is not visible until rash appears. Physician prescribed an antihistamine without a result for which a strong one was prescribed having the same result. Patient believes that this is caused due to the essure she used. On(B)(6) 2019 x-ray were performed and it seems that some part of essure are still inside the body. Once again, allergy test and analytics were performed. She hopes not to lose her uterus due to essure. It also seems that there is a trace, or failure of the x-ray machine or a stone in her uterus. On examination, patient had shown no sensitivity to metals found in essure components or other metals at this time. Allergologist came to a conclusion regarding skin issues: pesticides in the mar menor lagoon. But he said there was still a lot to investigate about essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: there is a trace, or failure of the x-ray machine or a stone in her uterus; on (B)(6) 2019: it seems that some part of essure are still inside the body. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: events added: pain in the area essure was located, a lot of noise coming from my guts/belly, abnormal bleeding, pain all over my body, diarrhea, very weak, hot flushes, vomiting, itchy legs. On (B)(6) 2020: processed with fu #46. No lot number or device sample was received in this case. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('it seems that some part of essure are still inside the body') and allergy to metals ('she is intoxicated by residues of the nickel/ metal allergy') in a 61-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's family history included breast disorder female. In 2013, the patient had essure inserted. In 2018, the patient was found to have tumour marker increased ("tumor markers higher than other years / ovarian tumour markers used to appear altered"). In december 2018, the patient experienced abdominal distension ("swollen belly") and gingival swelling ("swelling in gums / gums feel a little strange"). In april 2019, the patient experienced feelings of weakness ("felt weak after surgery"). In august 2019, the patient experienced itching - generalised ("itching in whole body / stitch itches and then it spreads throughout my whole body") and rash ("rash / rash appears in different parts of the body every day"). In september 2019, the patient experienced hot flashes ("hot flashes"). On (B)(6) 2019, the patient experienced the first episode of pelvic pain ("I've had pain in the right essure location for 6 days"). In december 2019, the patient experienced the second episode of pelvic pain ("pain in the area where essure was located"), genital haemorrhage ("abnormal bleeding") and gastrointestinal sounds abnormal ("a lot of noise coming from my guts / belly"). In january 2020, the patient experienced weakness ("very weak"), itchy legs ("itchy legs"), diarrhoea ("diarrhea"), hot flushes ("hot flushes") and vomiting ("vomiting"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), allergy to metals (seriousness criteria medically significant and intervention required), back pain ("pain on her lower back"), bronchitis chronic ("chronic bronchitis"), device toxicity ("toxicity in her body as a result of essure use"), complication of device removal ("it seems that some part of essure are still inside the body"), insomnia ("insomnia"), contusion ("I scratch myself with my fingertips and now I¿m getting bruises"), uterine mass ("stone in uterus"), depression ("I think I have depression now"), dyspepsia ("so many digestive problems"), abdominal pain upper ("had terrible stomach aches"), pain ("pain all over my body"), gastrointestinal inflammation ("major inflammation this time in my intestines"), nausea ("sporadic little nausea"), adnexa uteri pain ("pain in my right side where my ovary is still hurts"), paraesthesia ("the tingling in my legs started"), arthralgia ("pain slowly moved to my joints and caused paralysation that lasted a short") and paralysis ("pain slowly moved to my joints and caused paralysation that lasted a short") and was found to have pulmonary function test decreased ("pulmonary function decrease"). The patient was treated with antihistamines, diazepam, surgery (bilateral salpingectomy and essure removal) and used an electric heating pad for a very long time. Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, the last episode of pelvic pain, back pain, genital haemorrhage, weakness, device toxicity, itchy legs, complication of device removal, hot flashes, insomnia, contusion, uterine mass, dyspepsia, abdominal pain upper, gastrointestinal sounds abnormal, pain, diarrhoea, hot flushes, vomiting, gastrointestinal inflammation, nausea, adnexa uteri pain, paraesthesia, arthralgia and paralysis outcome was unknown, the allergy to metals, gingival swelling, itching - generalised, rash and depression had not resolved and the bronchitis chronic, abdominal distension, tumour marker increased, pulmonary function test decreased and feelings of weakness had resolved. The reporter considered abdominal distension, abdominal pain upper, adnexa uteri pain, allergy to metals, arthralgia, back pain, bronchitis chronic, complication of device removal, contusion, depression, device breakage, device toxicity, diarrhoea, dyspepsia, feelings of weakness, gastrointestinal inflammation, gastrointestinal sounds abnormal, genital haemorrhage, gingival swelling, hot flashes, insomnia, itching - generalised, nausea, pain, paraesthesia, paralysis, pulmonary function test decreased, rash, tumour marker increased, uterine mass, vomiting, the first episode of pelvic pain, hot flushes, itchy legs, weakness and the second episode of pelvic pain to be related to essure. The reporter commented: the patient reported that for many years she underwent genetic laboratory test to prevent cancer. Until 2012 all was perfect. She commented that she experienced symptoms related with the exposure to nickel such as chronic bronchitis, pulmonary function decrease and some others that were not reported. She had not performed test of allergy to metals and had a consult with pre-anesthesia to remove essure in march. The patient was using patches for metal allergy due to essure which are uncomfortable and believes that are causing symptoms. Essure then was removed on (B)(6) 2019 and the symptoms disappeared. Two months after removal of essure she was in good condition, had good healing without signs of remains of essure. Patient commented that has been 4 months since essure removal but since 1 month she started with itching in whole body which is not visible until rash appears. Physician prescribed an antihistamine without a result for which a strong one was prescribed having the same result. Patient believes that this is caused due to the essure she used. On (B)(6) 2019 x-ray were performed and it seems that some part of essure are still inside the body. Once again, allergy test and analytics were performed. She hopes not to lose her uterus due to essure. It also seems that there is a trace, or failure of the x-ray machine or a stone in her uterus. On examination, patient had shown no sensitivity to metals found in essure components or other metals at this time. Allergologist came to a conclusion regarding skin issues: pesticides in the mar menor lagoon. But he said there was still a lot to investigate about essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: there is a trace, or failure of the x-ray machine or a stone in her uterus; on (B)(6) 2019: it seems that some part of essure are still inside the body. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: new events reported via social media: "major inflammation this time in my intestines", "sporadic little nausea", "pain in my right side where my ovary is still hurts", "the tingling in my legs started" and "pain slowly moved to my joints and caused paralysation that lasted a short". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("she is intoxicated by residues of the nickel/ metal allergy"), bronchitis chronic ("chronic bronchitis") and tumour marker increased ("tumor markers higher than other years") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's family history included breast disorder female. In 2013, the patient had essure inserted. In 2018, the patient was found to have tumour marker increased (seriousness criterion medically significant). In (B)(6) 2019, the patient experienced asthenia ("felt weak after surgery"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and bronchitis chronic (seriousness criterion medically significant) and was found to have pulmonary function test decreased ("pulmonary function decrease"). The patient was treated with essure removal. Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, bronchitis chronic, pulmonary function test decreased and tumour marker increased had resolved and the asthenia outcome was unknown. The reporter considered allergy to metals, asthenia, bronchitis chronic, pulmonary function test decreased and tumour marker increased to be related to essure. The reporter commented: the patient reported that since many years ago, she had underwent genetic laboratory test to prevent cancer. Until 2012, all was perfect. She commented that she experienced symptoms related with the exposure to nickel such as chronic bronchitis, pulmonary function decrease and some others that were not reported. Patient commented that has not performed test of allergy to metals and has a consult with pre-anesthesia for remove essure in (B)(6). The patient is using patches for metal allergy due to essure which are uncomfortable and believes that are causing symptoms. The patient commented that essure was removed and the symptoms had disappeared. Most recent follow-up information incorporated above includes: on (B)(6) 2019: the patient commented that essure was removed on (B)(6) 2019 and the symptoms had disappeared. She felt weak after surgery performed one week ago. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.